Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment information was not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient¿s effluent was clear and the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.